Event description:
It was reported to philips that the device was slow to power up and would occasional lose power during use. Although the failure occurred during patient use, there was no reported adverse patient impact as a result of the issue. Details surrounding the treatment for the patient were requested but not available.